Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left-side deflation implant exchange."

Event description:
Healthcare professional reported "left-side deflation implant exchange." The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed an opening on the device. As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, e1, h3, h6.

Event description:
Healthcare professional reported left side "deflation implant exchange." The device has been explanted.

Event description:
Healthcare professional reported "left-side deflation implant exchange." The device was explanted.